Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that intellanav mifi open-irrigated ablation catheter was used in a atrial fibrillation ablation procedure. During the procedure it was noted that the irrigation flush was weak and did not irrigate evenly. The catheter was replaced and the procedure was completed successfully.